Event description:
During an in-clinic follow-up, episodes of inappropriate anti-tachycardia pacing (atp) and high-voltage shock in response to supraventricular tachycardia (svt) were observed on the device. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.